Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The tip of the needle is damaged and the tissue cannot be removed.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One device was returned for evaluation. Visual inspection found no damage to the device or the needle set. The device was test fired five times. Knob one would lock. Knob two would not lock and the complaint was confirmed. This device was manufactured before the corrective actions of CAPA 19-001. Therefore, no further evaluation is needed.

Event description:
The tip of the needle is damaged and the tissue cannot be removed.